Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 5.7, retest #1 inratio: 3.0, retest #2 inratio: 5.0. Patient's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.